Event description:
There was an allegation of questionable results from coaguchek inrange meter, serial number (B)(6), compared to a laboratory result using an unknown method. The meter result was 3.2 inr. The laboratory result within a half hour was 2.2 inr. The patient¿s therapeutic range was not provided.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The device was not returned and the retention testing was performed. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."